Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013, patient reported he passed out at a stop sign on (B)(6) 2013 around 8 pm. Patient stated he felt funny so he put his car in park and he passed out. Patient reported a police officer found him passed out in his car and called the emts. Patient stated his blood glucose reading was in the 30's mg/dl on the emt's blood glucose monitoring device. Patient reported the emt gave him a shot of glucose and took him to the hospital where he remained for 4-6 hours. Patient stated his blood glucose reading returned to normal range in 8 hours. Patient's normal range was not provided. Patient reported he experienced low blood glucose readings for the past week. Patient reported he used the manual pump bolus option on the infusion device and the device gave too high of a bolus. Patient stated his bolus is correct in the pump bolus history. Patient reported his prior blood glucose reading was 160 mg/dl around 6 pm and he gave 8 units of insulin based on the meter recommendation. Patient has disposed of the cartridge and infusion set. On follow up call on (B)(6) 2013 patient reported he believed he was receiving more insulin than the infusion device indicated. Patient stated the meter gave the correct calculation for his bolus. Patient reported he gave the wrong date for the incident; incident occurred on (B)(6) 2013. Patient stated he had a 178 blood glucose reading at 6:55 pm and he programmed 50 grams for the carbs and received 9.1 units of insulin. Patient reported going to the doctor for non-diabetes health concerns. Product was replaced and requested return of the alleged infusion device, and adapter for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. Consumables: the adapter meets the optical inspection the problem mentioned by the customer could not be reproduced.